Event description:
Parent brought the child to the clinic reporting that the recipient was not responding to sounds for the past 3 weeks with the device due to a trauma. Parents noticed hearing issues with the device after this incident. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent brought the child to the clinic reporting that the recipient was not responding to sounds for the past 3 weeks with the device due to a trauma. Parents noticed hearing issues with the device after this incident. Re-implantation is considered. CT imaging will follow.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Parent brought the child to the clinic reporting that the recipient was not responding to sounds for the past 3 weeks with the device due to a trauma. Parents noticed hearing issues with the device after this incident. The recipient has been re-implanted.